Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical products: model: 3772, scs ipg therapy date unknown. Model: 1192, scs anchor therapy date unknown.

Event description:
Related manufacturer reference numbers: 3006705815-2019-02168. 1627487-2019-06869. It was reported that the patient developed an infection at the lead and ipg sites. As a result, the system was explanted and antibiotics were administered.

Manufacturer narrative:
The date received by manufacturer on the additional report should have been 07/03/2019 rather than 06/11/2019.